Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(4). The bwi product analysis lab received the device for evaluation on 10-jul-2023. The device evaluation was completed on 14-jul-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. The magnetic and force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. The blood found inside the pebax area may have contributed to the force issue. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The issue reported by the customer was confirmed and the evaluation determined that the cause of the pebax damage failure cannot be established. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax with internal parts exposed. Initially it was reported that there was a carto error 85. It was reported that during procedure, error code '85' was displayed. A second device was used to complete the procedure. There was no adverse event reported on patient. The error 85 was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The cut on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was 14-jul-2023.